Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, red particles inner the shell, opening on posterior, broken on anterior, missing on anterior (0-25%) and delamination of valve (>75% total separation). Leak test and microscopic analysis was performed which identified: delamination (>75% total separation), striated opening on posterior and striated broken on anterior. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A delamination total of the valve (cohesive failure) missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.